Manufacturer narrative:
Additional information received indicated that the clinic had been in contact with the customer and the pump seemed to be working well. Clinic believed the reported event may have been due to the customer not bolusing or responding to the high alarms. Clinic believed customer was to resume pump therapy and will contact customer to review data.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) and diabetic ketoacidosis (dka). Ketone level was 6.6 mmol/l. Cause of elevated bg was not known. Customer used manual insulin injection to address bg and then went to the emergency room. Healthcare provider identified ketone level as dangerous. Customer was admitted to the intensive care unit and was treated with intravenous insulin/saline. Elevated bg and dka resolved with no injury. Customer was discharged on (B)(6) 2024. Contact identified no issues with the cartridge, infusion set tubing/cannula, or insulin. Due to poor eyesight, contact was unable to confirm if there were any pump alerts or alarms. Multiple follow up attempts were made by technical support to contact the customer to complete the pump system check; however, no reply was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.